Manufacturer narrative:
Additional information: h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of the homechoice cassette had a connection issue; further described as "the catheter line in the bag does not mesh as it spins". It was further reported that there was unusual sounds like squeaks and the connection was not tightened. This issue occurred before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.